Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. The facility carefully reviews and follows the instruction manual. The facility educates or continuously educates its personnel about handling methods. The facility inspects the distal cover prior to attachment. The facility uses care when attaching the distal cover, so that it does not crack. Per the facility, olympus has arranged distal cover (maj-2315 -new design) in-service training for their staff and provided the new quick guide for the new distal covers after the detachment incidents. Also, the facility has reminded their staff on how to properly store, handle, install and remove the new distal cover. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging and stored in a product carton. The cartons are stored in the accessories storage room and kept on two shelves that are specifically assigned to distal cover storage. Per the facility, ky jelly is applied to the distal end of the endoscope for all procedures. The facility confirms that they do not use olive oil or vaseline for lubrication per olympus instruction. No chemicals were administered directly into the body through the forceps channel during endoscope insertion, and no chemicals were sent to the forceps channel to lubricate. There were no chemicals administered through the cannula during endoscope insertion; however, anesthetic sprays were administered to the patient¿s throats before inspection. There were no chemicals used during endoscope preparation and pre-use inspection. It was confirmed that a crack has never been observed on the distal cover prior to attachment to the endoscope. The facility verbalized their understanding of inspecting the distal cover before use and during installation and confirmed that they will not use a distal cover if a crack is observed. Finally, the facility stated that the staff are all familiar with the handling/installation and the new distal cover it is ¿easier to install, and so far, the operation is smooth.¿ this supplemental report includes a correction to h9.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial h4. -reconfirmation of complaint failure. Since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "drop off the distal cover" may have occurred by customer handling such as the following: -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack. -by pushing the distal cover at an angle when attaching it to the endoscope, the distal cover was damaged and easily detached from the endoscope. -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the phenomenon could not be specified. -operation confirmation. Since the actual product has not been returned, olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using the representative product owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2311). In addition, using the representative product, olympus verified the resistance quality standard that "does not come off from the distal end of the endoscope during use", which is a product standard, and confirmed that the standard was satisfied. (Lot used for confirmation: h2311). -type test. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the endoscope does not come off during use." -supplier investigation. The parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. Additionally, based on the results of the investigation, it is likely the phenomenon "there were cracks along the tear-off line top" may have occurred by customer handling such as the following: -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack. -by pushing the distal cover at an angle when attaching it to the endoscope, the distal cover was damaged. However, the root cause of the phenomenon could not be identified. -operation confirmation since the actual product has not been returned, olympus used a representative device (maj-2315/lot: h2311) to confirm the attachment according to the pre-use inspection procedure in the instruction manual, but the distal cover was not damaged. -type test. During the development stage, quality evaluations using mass-produced prototypes are used to verify resistance quality standards, and it is confirmed that the distal cover attached to the endoscope will not be damaged even if it is repeatedly pulled and torsionally applied. -supplier investigation. The parts supplier performs a sampling inspection on 3 parts for each production lot to confirm that the parts conform to the specifications. The event can be prevented by following the instructions for use which state: "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." " push the center on the top of the distal cover. Otherwise, it may cause the break of the portion on the distal cover such as the tear off line." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being filed to correct the following sections: b1 and h1.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus received information that at the end of endoscopic retrograde cholangiopancreatography (ercp) using this evis lucera elite duodenovideoscope and single use distal cover, the distal cap was missing after scope withdrawal. The physician then inserted another scope into the patient again and found that distal cap was clinging to the stent and was retrieved. There were cracks along the tear-off line on top and also at the bottom center of the distal cap. The procedure was delayed for 15 minutes. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6).